Event description:
Literature was reviewed regarding pre-existing right bundle branch block in patients undergoing transcatheter aortic valve implantation. The study population included 107 patients who were predominantly male with a mean age of 82.8 years old. Multiple manufacturer¿s devices were implanted in the study population; 12 patients were implanted with a medtronic bioprosthetic valve (evolut r and evolut pro+ were referenced in the supplemental data). Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: right bundle branch block and atrioventricular block requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: salis et al. Clinical validation of the 2021 european society of cardiology guidelines on preexisting right bundle branch block in patients undergoing transcatheter aortic valve implantation. Heart rhythm. 2024 nov 22:s1547-5271(24)03613-0. Doi: 10.1016 /j.hrthm.2024.11.030. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.